Event description:
The patient reportedly experienced intermittency followed by a loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant and reimplant the patient's device will be scheduled.